Event description:
An elderly lady presented for an abdominal perineal resection. General anesthesia was induced without difficulties. The pt's blood pressure was 130/68 mmhg, heart rate was 68 and sa02 was 98%. A second large bore intravenous was established immediately following endotracheal intubation. This was connected to a hotline to which the reported set have been attached. This had been filled with normal saline per instructions. The intravenous flowed freely. No evidence of leakage was apparent. Two liters were infused using this system. During the pelvic dissection, there was a sudden and unexpected loss of 750 ml of blood. Initially, the surgical team was unable to identify the source of the bleeding. Cross-matched blood was requested. The pt's blood pressure fell to 90/60 mmhg, with a heart rate of 110. The intravenous lines were opened wide. The manual pump of the y-type blood/solution set was compressed in order to assist with the pt's fluid resuscitation. With the first compression, a jet of fluid squirted from the upper portion of the pressure pump assembly. The defective set was quickly removed and a new one was setup. The source of the pt's bleeding was identified and controlled. The pt's vital signs were stabilized with fluid resuscitation. The reported set "has been used in co's hosp for over a decade. This is the first time that this problem has been encountered."